Manufacturer narrative:
Integra completed its internal investigation 02/01/2017. The investigation included: method: - DHR review. - review of complaint management database for similar complaints. - visual evaluation. Results: the part in question was manufactured on march 31, 2003. Service history: date of service: (B)(6) 2006. No manufacturing or design related trend has been identified. The returned unit it has passed all specific functional testing requirements. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
A child slipped in while in the a2000 mayfield skull clamp. No further information was provided regarding patient injury. Additional information has been requested.